Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during eye surgery, the suture broke. Surgeon opened another one to resolve the issue. There was no patient injury.